Event description:
It was reported that the remote transmission showed there was high threshold and possible loss of capture on the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 5076-52 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).